Event description:
The hcp documented the implantable neurostimulator turning off in the clinic without any known sources of electromagnetic interference present. When the hcp interrogated the implantable neurostimulator after it shut off, he didn't recall a power on reset message or a need to reprogram the device. The pt reported that the same thing happened at home over the past 2 weeks. The pt had investigated and ruled out possible sources of electromagnetic interference at home. There was no known incident or accident related to the complaint. The stimulation sensation was good and unchanged when the device was on. The device had been reprogrammed many times over the past 4 years at many different settings. Recent battery measurements were 3.75 volts and 3.74 volts using 2 measurement methods. The implantable neurostimulator battery may be low given the higher than average battery voltage reading. The hcp planned on replacing the implantable neurostimulator. The patient's status was good. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.